Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred at 9pm on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿495mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and reported taking an increased dosage due to the alleged high subject meter result. The exact dosage taken was not provided. The patient reported that 4 minutes later they developed the symptoms of ¿dizzy and shaking¿ and also ¿fainted¿. In response to this the patient¿s partner called the emergency medical services (ems), however, was able to treat the patient themselves with ¿glucomen¿ which was in the house. The patient also self-treated with food and drink when they regained consciousness. No additional treatment was provided by the ems when they arrived. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The patient was unable/unwilling to walk through a control solution test with the csr. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.